Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the remote manager repeatedly failed and could not maintain a recovered state, rendering it unusable for the facility. The customer stated that the malfunction caused a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem and section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the srm was failed. A field service engineer (fse) replaced the door board, but the issue remained unresolved. The fse then replaced the latch to resolve the issue. Fse then reassigned a new remote manager in storage space. Fse then had the customer do a full inventory count with no issues. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager repeatedly failed and could not maintain a recovered state, rendering it unusable for the facility. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. There were no adverse events or injuries reported based on this event.